Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected for implant. The device was released from the delivery cable after repositioning the device to the desired location, but the device immediately embolized to the aorta. After the device was unsuccessfully snared the device was surgically removed and the pfo surgically closed. The patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected for implant. The device was released from the delivery cable after it was in an optimal position; however, the device migrated into the aorta. Attempts made to snare the device were unsuccessful and the device was withdrawn surgically. The defect was closed during the surgery and the patient is reported to be stable.